Event description:
It was reported that the ilet wake button was unresponsive and the device would not turn on until the user charged it, consistent with a key or button not working and involving the switch/relay component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical problem associated with the wake button, aligning with a button unresponsive issue and implicating the switch/relay component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.